Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones for having reached an eri (elective replacement indicator) battery status. The physician believes the ICD reached this level of depletion prematurely.